Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: may 21, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the returned inserter was examined upon receipt and the complaint condition was unable to be replicated as the devices chuck was found to operate as intended. Upon further examination it was noted that the devices blue handle was found to be missing. No definitive root cause was able to be determined however the missing handle is either the result of the component becoming lost following disassembly for sterilization or the handle breaking as a result of errant hammer blows. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional check, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Per the technique guide, the inserter for titanium elastic nails (359.219) is used with a hammer guide and locking slide hammer for insertion of titanium elastic nails (ten) and stainless steel elastic nails (sten). The inserter is also used in end cap insertion and removal. A review of the current design drawing and the drawing revision at the time of manufacture (june 2012) was performed. During the investigation no discrepancies were observed that may have contributed to the complaint condition. The threaded cap was secured with loctite to retain the assembly because it is not designed to be disassembled. In a design revision released october 2014, the t-bar and threaded cap began to be welded together to further dissuade disassembly of the instrument. Per the technique guide, the device does not need to be disassembled for sterilization and it is essential to lubricate the inserter periodically with autoclavable oil to maintain smooth operation of the chuck. Review of the device history record showed that there were no issues during the manufacture of the products that would contribute to this complaint condition. No definitive root cause was able to be determined however the missing handle is either the result of the component becoming lost following disassembly for sterilization or the handle breaking as a result of errant hammer blows. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon was attempting to place a 3.5mm elastic nail during a femur fracture procedure on (B)(6) 2016. The inserter instrument would not hold the nail in place, which allowed movement and slippage of the nail during insertion when a locked position should have been achieved. It appeared that the jacob chuck had closed completely and that everything lined up appropriately; however, the nail would not lock into the inserter. It was noted that the inserter had become stripped. A second inserter instrument was available for use. The nail was implanted and the fracture reduced. The procedure was completed without reported delay or patient harm this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 21.may.2015, 359.219/9417155. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.